Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was continuing to utilize the device with some relief, but they reported decreased stimulation coverage. She was encouraged to schedule a reprogramming visit. The patient reported the device provides relief with certain programs/settings. She had to cancel her reprogramming appointment secondary to an unrelated illness. No action was taken at this time, and it was resolved without sequelae. Additional information was received on january 21, 2022. It was reported that the issue was not due to programming. Further follow up was done, and on (B)(6) 2022, the rep reported they met with the patient for a 60-month follow up appointment with the pt. They reported the stimulation was no longer therapeutic because the pt stopped charging due to previously aggravated angina symptoms. The pt was going to have reprogramming. It was noted the patient was taking the following medications: morphine and tizanidine. Their medical history includes back pain with leg pain and progressive terminal cardiac microvascular disease. Additional information was received on may 3, 2022. The rep reported that the patient reported tightness in chest with stimulation which started on (B)(6) 2020. The following was reported: ¿patient reports using the device only on days she is not experiencing heart-related issues, as the stimulation exacerbates her angina.¿ the investigator assessed the event of tightness in chest with stimulation as related to device and therapy. The patient is still pending programming visit. The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 08/12/22. No reprogramming has been performed yet. The pt was unable to charge their neurostimulator device. No actions have been taken to resolve the charging issue and the issue is ongoing as of 15-april-2022.